Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose. The customer¿s blood glucose level was 22.2 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Based on customer¿s report customer did allege under delivery because due to high blood glucose since he started using the new insulin pump. Customer was treated with manual injection. Customer was neither in emergency room, nor admitted into hospital. Customer did not want to troubleshooting. The insulin pump will not be returned for analysis.